Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111375. Investigation: samples received: 1 open pouch. Analysis and results: there are three previous complaints of the same code-batch regarding needle was missing or needle detachment, two of them closed as confirmed after analysis. We manufactured and distributed in the market 5,904 units of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. Taking into account the open sample received and that the previous cases, we confirm the complaint with the evidences found. Final conclusion: we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. No corrective/preventive actions needed.

Event description:
It was reported that the needle detachment before use. The reporter indicated that the separation of needles and threads occur as soon as the pack is opened.